Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have developed throat cancer, dizziness, device will not turn on/device not functioning. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat cancer, dizziness. Additional information was received about the alleged nose irritation, skin irritation, cancer non-hodgkin lymphoma, throat. Section h6 updated in this report.